Manufacturer narrative:
Event: description of event: additional information from the patient's medical records was provided on 10dec2019. On (B)(6) 2015, coil embolization was performed using coils ranging in size from 8 mm to 3 mm, two of which were cook tornado coils. Lower gonadal vein embolization using the right jugular vein approach was performed with complete occlusion. Subsequently a mixture of sotradecol, gel-foam and contrast was mixed to form a slurry which was injected into the midportion of the left gonadal vein. Further coil embolization was performed in the upper portion of the gonadal vein. Repeat renal venography was performed identifying successful embolization with no reflux into the gonadal vein. The access was then removed uneventfully and hemostasis was achieved. Sometime after placement, the patient experienced scrotal pain. On (B)(6) 2017, the patient opted for a laparoscopic excision of the previously placed left varicocele embolization coils due to a history of pain and allergic intolerance to tungsten. After abdominal access was obtained, inspection revealed no injury to the intra-abdominal contents. The gonadal vein and ureter were easily identified. The gonadal vein was mobilized and dissected cranially and caudally. Two areas of scarring were noted with visible metal coils underneath, consistent with pre-operative imaging. These areas were confirmed to be the areas containing the coils using the laparoscopic ultrasound probe. After confirmation, the gonadal vein above and below the coiled areas was clipped with hem-o-lock clips and the vein was divided. The two sections of vein were removed and hemostasis was assured. Fluoroscopy confirmed no residual metal coils in the operative area. The patient tolerated the procedure well, emerged from anesthesia without incident, and was transferred to pacu in stable condition. Concomitant medical products: 5fr cobra catheter, 6fr vascular sheath, stiff glidewire, boston scientific coil 8mm x 20cm .035 interlock 2d (quantity: 2) , boston scientific coil 6mm x 10cm .035 interlock 2d (quantity: 1), gelatin sponge particles (gelfoam), sodium tetradecyl sulfate (sotradecol). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation a review of the complaint history, instructions for use, manufacturing instructions, quality control, specifications, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was conducted. Cook has concluded that sufficient inspection activities are in place to prevent this failure mode prior to distribution. The risks associated with these devices are also acceptable when weighed against the benefits. Due to lack of lot information a review of the device history record could not be performed. A review of the design history file showed that biocompatibility testing of tornado coils has been completed as described in iso standards. A review of brochures, product information, device listings and a case study review found the coils are described as being manufactured with platinum or soft platinum, but none specify the coils are made of 100% platinum. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer information: currently unknown. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, "on or about (B)(6) 2015, (the patient) decided to remedy the varicocele by electing to have a varicocele embolization procedure. During the procedure, (the patient) had a cook incorporated (tornado platinum embolization coil). Shortly after the procedure, (the patient) experienced a litany of health issues until they had the coils removed, including: blood clots; continuous abdominal cramps; tight uncomfortable pressure; pain in side and inguinal area; occasional chest pain; mental fog; deep vein thrombosis; allergic reaction; anxiety; bowel and digestive issues; shoulder blade and neck pain; and inflamed ribs." The report further states several doctors were unable to relate the coils to the patients medical complaints. As reported, patient consulted with an additional physician who requested the coils be removed. Removal procedure was completed on (B)(6) 2019, at which time the patient began to "feel relief''. The report alleges the patient had a metal intolerance and toxicity. No other adverse effects were reported for this incident.

Manufacturer narrative:
Additional information: b5. B5 - a post on regulations.gov (url: https://www.regulations.gov/document?d=FDA-2019-n-3767-0023) posted by the patient was received 15nov2019. The post states the following additional information: "I am commenting on the adverse effects that embolization coils had on my life. When a varicocele occurred in my body in (B)(6) 2015, I quickly discovered via google a way that seemed like a wonderful remedy for the condition that I incurred; it was a varicocele embolization. It was a out patient procedure with very little down time where an interventional radiologist simply inserted metal coils to stop blood flow to the affected area. In my research and my conversations with the team that was to insert the coils I was not warned of possible adverse effects. While the coils did relieve my varicocele, they harmed me physically, mentally, and relationally. My life was hell for over two years. A particular coil that was placed inside me was made by "cook medical" and is a "tornado embolization coil." It is marketed as pure platinum but actually contains tungsten and possibly some nickel. I had two other coils inserted from boston scientific where they are at least more transparent with their metal composition and the health risks involved. Https://www.bostonscientific.com/en-us/products/embolization/interlock-and-idc-detachable-embolization-coils/embolization-coils-indications-safety-and-warnings.html. Even though boston scientific's list of adverse effects are pretty thorough, they were never shared with me and I didn't even know I had two of these coils inserted until I finally got an implant record. After the discovery of a website, "againstvaricoceleembolization.org," I found a community of people who suffered similar devastating effects after they got coils inserted. I over nighted my blood to germany to a company, (B)(6), to test for metal allergies because my symptoms correlated with metal allergy reactions or a foreign body reaction. I was strongly reactive to tungsten, nickel, & iridium all metals that were in my coils. Here is a brief timeline of how my life was affected by the medical devices and the tests I took to try to figure out what was going on inside my body and I am also including a list the symptoms that I endured. As of today, when you google "against varicoceleembolization" the website I discovered that finally gave me hope, it is blocked from google results. Health events since (B)(6) 2015. On (B)(6) 2015 varicocele occurred. On (B)(6) 2015 varicocele embolization procedure. On (B)(6) 2015 called to complain about constant side-stitch, (interventional radiologist) said it wasnt related. On (B)(6) 2016 went to ER chest pain seemed to radiate from inguinal area, difficulty breathing when sleeping, anxiety x-ray negative, d-dimer - negative. On (B)(6) 2016 2nd trip to ER chest pain detailed x-ray - negative. On (B)(6) 2016, (B)(6) 2016 chiropractor extremely tight left side weak left side. On (B)(6) 2016 upper left quadrant ultrasound - spleen etc. Everything normal. On (B)(6) 2016 - colonoscopy pretty much normal one precancerous polyp found. On (B)(6) 2016 psychologist. On (B)(6) 2016 osteopathic doctor - myofascial release tight, inflamed left side. On (B)(6) 2016 physical therapy knotted up on my left side weak left side. On (B)(6) 2016 st. Johns wort gave some relief from the worst anxiety. On (B)(6) 2016 discovered website - againstvaricoceleembolization.org many people with the coil procedure experience many similar things to what I have went through when they had their coils removed their quality of life improved. On (B)(6) 2017 dvt right distal unprovoked - placed on blood thinners. On (B)(6) 2017 (B)(6) results strongly positive to tungsten, nickel, and iridium. On (B)(6) 2017 interventional radiologist says he cannot do anything for me go try to find a surgeon for removal. On (B)(6) 2017 (blood specialist) says inflammation can contribute to thrombosis which could be caused by allergy. On (B)(6) 2017 CT scan of abdomen pelvis unremarkable no other etiology to explain symptoms. On (B)(6) 2017 coils removed. Immediate feeling of relief. Slow year-long detox of heavy metal. Slowly returning to who I was before my coils were in. Occasional mentally traumatic flare-ups of symptoms that have gotten weaker and further apart. On (B)(6) 2018 last memorable flare-u.p daily health problems that occurred when coils were in tight uncomfortable feeling (pressure), like dull running cramp, almost constant, especially when sitting pain in side and inguinal area, especially when bending over extreme sensitivity to anything touching lower left abdomen flank area occasional chest pain intercostal pain pulling in mentally distracted by the pressure, sensitivity, and pain mental fog checked out of family life and work engagement anxious feelings feeling like I am a spectator to my life - disconnected bowel/digestive issues shoulder blade and neck pain inflamed left ribs". Additional information provided did not change the results of the previously reported investigation outcome. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.